Event description:
It was reported the camera control unit had an error e117. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to h4, h6, and h11. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported error could not be specified. Olympus will continue to monitor field performance for this device.